Event description:
Procedure type: lung resection. According to the reporter: stapling was done from the little lower part of apical portion of the lung, and malformed stapling was seen on the tip of the device. Re-stapling with 45straight (green) from patient's side stapled line, but malformed stapling re-occurred. Bleeding occurred, so converted to open chest surgery. Bleeding under 200cc. Additional manual suturing was done. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).